Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(4): customer reports via phone to product monitoring that system lost the ability to fluoro during a cysto procedure on a female patient approximately 60-70 years of age. Procedure was completed without the assistance of fluoro. Customer reports physician used an endoscope. No patient injury reported.